Event description:
It was reported that the customer's insulin pump was moving slowly, and he has to press the buttons multiple times to activate. The caller stated that the top of the reservoir compartment was cracked, and they do not know how it happened. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. The device was unable to prime during the prime test as a result of a loose/flush drive support disk. The device was received with scratched display window.